Event description:
It was reported that during a laparoscopic nephrectomy procedure, the device did not cut and only laid some staples. Another like device was opened and fired across the previous staple line and got stuck in the closed position. They tried to get the handle to release using the release button and they were unsuccessful. They then opened a third like device and was able to cut around the closed device and remove it. There was no patient consequence.

Manufacturer narrative:
Info anticipated, but unavailable at this time.